Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, upon the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 10mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, upon the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.